Event description:
The device was used during a vascular procedure. It was reported the dr complained about the mcl20 clips not forming or closing properly. The surgeon completed the procedure by using another mcl20. There was no consequence to the pt.